Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) behavior. As a result, this device was successfully explanted and replaced. Other than the procedure, no additional adverse patient effects were reported. This pacemaker was already returned to boston scientific; however further analysis hat not yet been completed.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
-Follow up report 1 (additional information): this report is being submitted to update section b5 and a correction for h6 code. Product analysis has not yet been concluded. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) behavior. As a result, this device was successfully explanted and replaced. Other than the procedure, no additional adverse patient effects were reported. This pacemaker was already returned to boston scientific; however further analysis hat not yet been completed. Additional information indicated that this device was electively replaced under the physician discretion. No adverse patient effects were reported. This pacemaker was already returned to boston scientific; however further analysis hat not yet been completed.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) behavior. As a result, this device was successfully explanted and replaced. Other than the procedure, no additional adverse patient effects were reported. This pacemaker was already returned to boston scientific. Additional information indicated that this device was electively replaced under the physician discretion. No adverse patient effects were reported. This pacemaker was already returned to boston scientific.

Manufacturer narrative:
This pacemaker was analyzed, passed all tests performed, and exhibited normal device characteristics. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. -follow up report 1 (additional information): this report is being submitted to update section b5 and a correction for h6 code. Product analysis has not yet been concluded. At this time, no further information is available. Should additional information become available this report will be updated.